Event description:
During a re-operative aortic valve replacement (avr, a piece of the codman needle driver insert broke off while the surgeon was placing a stitch. The surgeon saw the tip fall into the ventricle. The surgeon used fluoroscopy, xray and videoscope but was unable to locate the tip. The patient had prolonged or due to surgeon looking for the tip. Then the patient had a prolonged ICU course and a prolonged hospitalization. It is unclear if the ICU course and hospitalization were related to these events. The MFR response is a meeting is being arranged.